Event description:
A genesys hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure performed on (B)(6) 2012. According to the complainant, at approximately five minutes into the ablation portion of the hta procedure, the patient began salivating from the mouth and again at approximately nine minutes when the procedure was aborted. Overactive salivary glands are believed to have contributed to this event. The issue resolved itself in recovery however, the patient began complaining of severe abdominal cramps and ketamine was administered. No uterine perforation occurred and the patient did not experience an allergic reaction to the anesthesia. However, severe pain and abdominal cramps continued and the patient was subsequently admitted to the emergency room where morphine was administered and a CT scan performed which showed no abnormal results. The patient was given a prescription for oxycodone and released from the emergency room on the same date. There were no further complications reported with this event. The patient is reported to be "ok."

Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, expiration and manufacturing dates cannot be determined. The complainant has indicated that the product has been disposed of and the device will not be returned. Therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If additional relevant information is received, a supplemental medwatch will be filed.